Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for needles bent and plunger difficult to move due to unknown lot number. H3 other text : see h.10

Event description:
It was reported that 2 unspecified bd syringe experienced difficult plunger rod movement during use. The following information was provided by the initial reporter: issue: consumer reported needles were bent when he removed the needle shield. He could not provide the item# and lot# since he was at work he did not have any information. Occurence-3 incident date-(B)(6) 2019. Item# unknown. Lot# unknown. Issue# from another bag he found the plunger rod that was hard to move. He is afraid to open up any more bags. Occurence-2 incident date-(B)(6) 2019

Event description:
It was reported that 2 bd insulin syringe with the bd ultra-fine¿ needle experienced difficult plunger movement during use. The following information was provided by the initial reporter: issue: consumer reported needles were bent when he removed the needle shield. He could not provide the item# and lot# since he was at work he did not have any information. Occurence-3. Incident date-(B)(6)2019. Item# unknown; lot# unknown. Issue# from another bag he found the plunger rod that was hard to move. He is afraid to open up any more bags. Occurence-2. Incident date-(B)(6)2019.

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that 2 bd insulin syringe with the bd ultra-fine¿ needle experienced difficult plunger movement during use. The following information was provided by the initial reporter: issue: consumer reported needles were bent when he removed the needle shield. He could not provide the item# and lot# since he was at work he did not have any information. Occurence-3. Incident date-(B)(6)2019. Item# unknown lot# unknown issue# from another bag he found the plunger rod that was hard to move. He is afraid to open up any more bags. Occurence-2. Incident date-(B)(6)2019. D.1. Medical device brand name: bd insulin syringe with the bd ultra-fine¿ needle. D.2. Common device name: piston syringe. D.3. Medical device manufacturer: bd medical - diabetes care (holdrege). D.4. Medical device catalog#: 328468. D.4. Unique identifier (UDI) #: (B)(4). D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/17/2020. G.1. Manufacturing location: bd medical - diabetes care (holdrege). G.5. PMA / 510(k)#: k024112. There were multiple lot numbers involved. The information for each lot number is as follows: d.4. Medical device lot #: 0020519. D.4. Medical device expiration date: 1/31/2025. H.4. Device manufacture date: 1/20/2020. D.4. Medical device lot #: 7340636. D.4. Medical device expiration date: 12/31/2022. H.4. Device manufacture date: 12/6/2017. D.4. Medical device lot #: 7177873. D.4. Medical device expiration date: 8/31/2022. H.4. Device manufacture date: 8/25/2017. D.4. Medical device lot #: 7178870. D.4. Medical device expiration date: 9/30/2022. H.4. Device manufacture date: 9/8/2017. H.6. FDA patient problem code: 2199.

Event description:
It was reported that 2 bd insulin syringe with the bd ultra-fine¿ needle experienced difficult plunger movement during use. The following information was provided by the initial reporter: issue: consumer reported needles were bent when he removed the needle shield. He could not provide the item# and lot# since he was at work he did not have any information. Occurence-3 incident date-(B)(6) 2019 item# unknown. Lot# unknown. Issue# from another bag he found the plunger rod that was hard to move. He is afraid to open up any more bags. Occurence-2 incident date-(B)(6)2019

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 9/17/2020 h.6. Investigation: customer returned (100) used 31gx8mm, 0.5ml bd insulin syringes with open shelf cartons and polybags from lots 0020519, 7340636, 7177873, and 7178870. Consumer reported needles were bent when he removed the needle shield, and from another bag he found the plunger rod that was hard to move. All 100 returned syringes were examined, and the following was observed: - 29 syringes were returned without cannula shields properly attached o 14 of these syringes exhibited bent cannula - 71 syringes were returned with cannula shields attached o none of these syringes exhibited bent cannula - all 100 syringes were tested for plunger rod movement, and all 100 syringes had plunger rods that were able to move properly. No evidence of manufacturing defect was observed on the 100 returned syringes. Since all 100 syringes were returned after use, and no manufacturing defects were observed, the probable cause of the bent cannulas is user error when using the syringes. If the user removes the cannula shield obliquely, or re-shields the cannula obliquely, they may bend the cannula. Furthermore, the cannulas could have also been bent when the customer had prepared the samples for delivery. A review of the device history record was completed for batch# 0020519. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. A review of the device history record was completed for batch# 7178870. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200706864, 200706360, 200707570, 200706359] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 7177873. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200705636, 200704808,] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 7340636. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200729733, 200729234] noted that did not pertain to the complaint. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (cannula bent) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (plunger rod difficult to move) h3 other text : see h.10

Manufacturer narrative:
Device expiration date: unknown. The customer's address is unknown:  (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 unspecified bd syringe experienced difficult plunger rod movement during use. The following information was provided by the initial reporter: issue: consumer reported needles were bent when he removed the needle shield. He could not provide the item# and lot# since he was at work he did not have any information. Occurence - 3. Incident date - (B)(6) 2019. Item#: unknown. Lot#: unknown. Issue#: from another bag he found the plunger rod that was hard to move. He is afraid to open up any more bags. Occurence - 2. Incident date - (B)(6) 2019.